Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the info received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal pt info guide states within 60 - 90 days, the anchor, collagen sponge and suture of the angio-seal device will naturally be reabsorbed by the body.

Event description:
A 6f angio-seal vip device was implanted. Six months later, the pt was vessel occlusion and required surgery.